Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a lap. Hernia repair, the hand activation buttons did not work. The customer used the footpedal to complete the case with no pt consequence.